Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed "gas loss in iab circuit". There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse the unit through an extended leak test and found that the pneumatic module was not passing the leak test. Fse replaced the pneumatic module assembly and completed the leak tests. The pneumatic module and entire pneumatic circuit passed all tests with no issues. Completed the diagnostic, performance and safety tests. The unit was approved for clinical use and returned to the user. The failure analysis and testing dept. Received parts with a reported unit failure of a gas loss in iab circuit and a failed pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part fails the test with the leak differential pressure at -120mmhg. Confirmed the reported failure. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.